Event description:
Kimberly-clark has received a complaint indicating that strikethrough occurred on a gown from an extremity pack. There was no reports of any injuries related to the reported strikethrough. No additional info was received regarding the strikethrough. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
No sample was provided for evaluation at this time. Investigation is in-process. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.